Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited an increase in capture threshold since (B)(6) 2020, and noise was seen on the lead, causing inappropriate automatic mode switching. The first episode of noise was noted since 2009. The lead was capped and replaced on (B)(6) 2020. The patient was stable.